Event description:
While transporting a patient to the hospital, the automatic blood pressure cuff on the zoll propaq md (monitor/defibrillator) failed. It was set for every 5 minute readings and when the automatic reading did not happen, the flight crew member attempted to cycle the blood pressure cuff automatically. The screen read "nibp fault" and "disabled." The crew member turned off the monitor and turned it back on and the blood pressure cuff cycled without a problem. There was also another instance where the screen read "service required nibp fault" and "nibp disabled." It also had a large button that read "acknowledge" that needed to be clicked on. At that moment, the crew member turned off the machine and turned it back on to get bp reading. The nibp cuff functioned and cycled as expected and functioned without further problem. Zoll contacted clinical engineering in reference to the machine (monitor/defibrillator). They (zoll) stated that the main processor on the unit sends out a signal when the nibp is being used. After 400ms the unit will shut down if the signal is not received. The only way to resolve this issue is to reboot the unit. They (zoll) are working on a software upgrade to resolve the problem. They stated that it should be unlikely this problem will occur again.